Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the zebra printer was not printing and had given multiple issues after upgrading to 1.8. The field service engineer replaced zebra 410 printer with a 411 printer and reconfigured the settings to resolve the issue. The system functioned as intended after field service engineer the troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system printer was not working and affected the patient care workflow. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.